Event description:
I can hardly make the bathroom about 7 times. I can hardly make the bathroom to use my bowels. Myasthenia gravis is has come back again. It definitely affects myasthenia gravis. I knew my myasthenia had worsened; myasthenia gravis aggravated. I can hardly make the bathroom about 7 times. And 2.5 months passed by, I got so weak I had to go to bed sometimes; weakness generalised. I couldn't walk. I'm hanging on to the furniture; unable to walk. I've been too sick; feeling sick. My legs were shaking, shaking. Nausea; nausea. Gastrointestinal, and only when I had a bad gastric attack a week ago for about 3 or 4 days. Bad gastric attack, gastrointestinal symptoms; gastric disorder. Case description: on (B)(6) 2025 a spontaneous case was reported in australia by a patient via call center representative (phone). The report concerns a female consumer. The consumer received polident (carbomer+carna+polma cream) on an unknown date in 2024 for drug use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a medically significant I can hardly make the bathroom about 7 times. I can hardly make the bathroom to use my bowels. Myasthenia gravis is has come back again. It definitely affects myasthenia gravis. I knew my myasthenia had worsened (preferred term: myasthenia gravis). On an unknown date, the consumer experienced a non-serious I couldn't walk. I'm hanging on to the furniture (preferred term: gait inability); gastrointestinal, and only when I had a bad gastric attack a week ago for about 3 or 4 days. Bad gastric attack. Gastrointestinal symptoms (preferred term: gastrointestinal disorder); I can hardly make the bathroom about 7 times. And 2.5 months passed by, I got so weak I had to go to bed sometimes (preferred term: asthenia); nausea (preferred term: nausea); my legs were shaking (preferred term: tremor) and I've been too sick (preferred term: malaise). The outcome of the events gastrointestinal disorder and nausea were recovered/resolved. The outcome of the events myasthenia gravis, gait inability, asthenia, tremor, and malaise were unknown. The consumer's relevant medical history includes: myasthenia gravis (ongoing), and I have allergic reactions to most drugs/ I have had a lot of drug reactions over the years (ongoing). No drug history was reported. The action taken were: for polident was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality for the events gastrointestinal disorder, nausea gait inability, asthenia, tremor, and malaise with respect to suspect polident was not reported/not assessable. Causality for the event myasthenia gravis with respect to suspect polident was reasonable possibility. The reporter provided the following comment: "I have myasthenia gravis. I've had it for 30 years. I've been completely stable for a long time under the same very good professor. But my dentist to hold in my lower denture gave me a sample tube of polident. He said, seeing there's only a couple of teeth left, just to cure the denture now we just don't put it right along, just put polident out of my sample tube, a little tiny speck on each end. Well, I put that on within a couple of days, I can hardly make the bathroom about 7 times. And 2.5 months passed by, I got so weak I had to go to bed sometimes. I couldn't walk. I'm hanging on to the furniture. Then, when I realised that the dentist's little sample tube, which is only as long as my middle finger. I measured it and I've only used, say, oh, it wouldn't be probably a dessert spoonful, over the two months because I use such a tiny spec so it doesn't flow out into my mouth. Anyway, I thought I'd better go to and buy a big tube of polident, so I went to, paid the 11 came home with the twelve-hour hold one, hold comfort and, and I haven't even touched it, of course. Because I've been too sick, so I read the box having breakfast. And, and I thought, oh, going back 2.5 months, this is why myasthenia gravis is has come back again? Of course it said the oral irritations, so I didn't get that. But seeing I have allergic reactions to most drugs, but I've never had them to a supermarket item and but the gastrointestinal and the nausea. And only when I had a bad gastric attack a week ago for about 3 or 4 days, and I read the box after I got home from the shops previously, did I put 2 and 2 together. So, this goes back 2.5 months. So, it definitely affects myasthenia gravis, but I've run my neurologist and his bet is on the ingredients, it would be the polymer product that I was wondering in your medical ability. Could you tell me if any ingredients or could you tell me which one would cause myasthenia gravis or worse than myasthenia gravis. Yes, it's the first time I've called. Yes, from my dentist. Well, I only used it for a couple of days and then, and this is that all the going on for 3 months ago now and I can hardly make the bathroom to use my bowels. And that happened about 7 times. I had to lie down all afternoon or sit down all afternoon because all my legs were shaking and I knew my myasthenia had worsened. Oh, excuse me, I only read the box. I haven't used it at all. All I've used is half of the, of the dentist's little tiny sample. Now, I had this ready because I thought before I get to the shops again, I have to wait for a lady to take me shopping and I thought I'd better when I go out with her next time. I'd better get the tube. I better get a big tube because it did a wonderful job, but it was just what I wanted. It was perfect. I couldn't speak more wholly of the product, but it's just the fact that it was only belatedly because I had this rushing to the bathroom when the dentist gave me the little sample. That was 2.5 months back. And, then the day after I bought the big tube, which was 2 weeks ago today I had a bad gastric attack and only when I read the box on the big tube, I did the writing on, on the big cube box, only then I thought, oh, that's where my problem is. It goes back 2.5 months to when I was rushing to the bathroom with just a tiny little bit of the dentist's sample tube. Well, well, that's the problem, you see. Yeah, that is correct because there's only 6 ingredients in the product. But when I rang my neurologist who's brought my appointment forward. He wants to see me as next week when he can fit me instead of waiting, you know, I only go every 6 months for a check, and he always finds me strong, but now I'm not far from it. And he said if he had to bet on it, he would say the polymer is the problem. But I was wondering with your company, if you know if one of the other ones, calcium, sodium pvm. If any of those are, are, are called like you do worsen my myasthenia gravis. Or is my neurologist, right? Is it the polymer in the product? Well, I'm sorry, that I haven't got an email. I've got a phone with a message machine on it if I wasn't here, you could leave a message I could ring your back. The home phone is pi. Oh, yes, thank you. Yes, because I've got a book, I take the hospitals with me because I have had a lot of drug reactions over the years. Only when I bought the big tube, then I could go back for 2.5 months, when the dentist gave me the tiny little sample. And honestly, I've, I've still got half the sample left. So, to my aesthetic or like me, it, it's certainly, you know, deadly, because I'm not as if I've you know, eaten 3 tubes of it. I've only had a little bit and my dentist did make a point. He said, don't go putting it right around. So, so that, that's what's happened, but uh as soon as I read the, the big box, so I thought oh there's the gastrointestinal symptoms and nausea and all the rest of it, so I thought, yes, so then I could trace it back, but it did take me the 2.5 months to solve the mystery. I was wondering, so I hope you can solve it for me, but he, but he thought it would be the polymer product. If anything can cause myasthenia. He thought that might be the culprit". The report is being resubmitted to capture corrections. The information was received on 2025-02-17 and is as follows: device report type added as serious injury.

Manufacturer narrative:
Veeva case: (B)(4).